Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation revision with a 385cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively, which was diagnosed with an office visit. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 02, 2024, the mentor failure analysis lab has received the device for evaluation. On february 05, 2024, mentor received additional information regarding the patient's diagnosis. It was reported that the patient presented a visible and palpable bump on the right breast. Code e1403 has been added in section h6-health effect - clinical code to document this information. The patient also had reported glandular ptosis and firmness. The capsular contracture's baker grade was reported to be baker grade 4 during the operation. On february 21, 2024, the evaluation for the device was completed. Device evaluation summary: visual inspection of the returned sample determined that a tear was observed on the posterior aspect of the sm mod classic gel, 385cc breast implant, measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2024, mentor received additional information reporting that the patient replace their breast prosthesis with a similar mentor device. Manufacturer¿s reference number: (B)(4), the previous report reported "section d6b. Explantation date: (B)(6) 2023." In section h10. The correct date of explantation is (B)(6) 2024.